Event description:
A user facility reported that a patient experienced post inflammatory hyperpigmentation in the treatment area following the use of the hybrid system. We have been unable to confirm the patient's post inflammatory hyperpigmentation has resolved; therefore we are reporting this in good faith.